Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be caused by a failing upper auxiliary assembly. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported, there was no pt involvement.